Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced unresolved residual inflammation and no improvement in vision clarity. The iol was explanted due to hyperopic error and residual inflammation, with no improvement in vision. The explant occurred 2 months and 21 days after the initial implant procedure. Additional information was received that a non-company replacement lens was used and there was no further harm to the patient. In the surgeon's opinion, hyperopic error with residual inflammation and no improved clarity was because the patient was not tolerating the lens and it was not a device-related issue. The patient's issues were resolved, and the surgeon's prognosis was as expected to date.

Manufacturer narrative:
Additional information was provided in h.3. And h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A non-qualified cartridge and viscoelastic were indicated with a qualified handpiece. The lens was explanted due to hyperopic error and residual inflammation with no improved vision. The root cause for reported hyperopic error and residual inflammation could not be determined. A malfunction has not been indicated against the lens. Each lens is subjected to a 100percentage assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).